Event description:
It was reported via social media that decreased heart function occurred. A left atrial appendage (laa) closure procedure was performed. The patient reported that after the watchman procedure, their heart function decreased from 50% to 30% and their atrial fibrillation went from 18% to 70%. No further information is available at this time.

Manufacturer narrative:
Aware date used as event date is unknown.

Manufacturer narrative:
B5: additional information added to narrative. D4: lot number added. D6a: implant date added. G2: report source updated.

Event description:
It was reported via social media that decreased heart function occurred. A left atrial appendage (laa) closure procedure was performed. The patient reported that after the watchman procedure, their heart function decreased from 50% to 30% and their atrial fibrillation went from 18% to 70%. No further information is available at this time. Further information was obtained through discussion with the implanting physician and watchman coordinator from the health care facility. There were no abnormalities recorded from the implant procedure. Additionally, there is no indication that the patient's heart function decreased or atrial fibrillation increased. There are no previously recorded reports of this information from the patient to the health care facility.